Event description:
The customer reported that the insulin pump needed to be programmed. Customer stated has not been wearing the insulin pump since his accident as it was removed at the emergency room. Customer was in coma for 3 weeks due to accident in las vegas. Customer requested assistance with programming the insulin pump. Customer's blood glucose was 406 mg/dl. Customer manually treated the high blood glucose. Customer stated that programming appears accurate and will continue until he had the serter. Customer mentioned about no delivery alarm and missing quick- serter. Advised the customer that serter would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).